Event description:
It was reported that the ilet user¿s infusion needle fell out while walking, with the infusion site on the thigh, and the pump had been off the body and charging for a period, contributing to hyperglycemia. The event involved user operation of the ilet and did not involve a specific device component malfunction. Symptoms included hyperglycemia peaking at 371 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or method, and no specific part or component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.